Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons are little bit hard to press. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that insulin pump seems slower than it use to rewind. The customer also stated that small scratches on the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device passed self-test, rewind test and displacement test. No unexpected rewind anomaly noted during testing. Device had minor scratched lcd window. (B)(4).